Manufacturer narrative:
The insulin pump was received with missing segments and a partial display with vertical black lines across the display due to cracked lcd glass. Unable to perform the self and the displacement test due to display anomaly.

Event description:
Customer reported via phone call that the insulin pump had as blank display. Customer's blood glucose value was unknown. Customer was calling back with blank display after receiving new battery cap. Customer reports display was solid white. The product will return for the analysis.